Event description:
International affiliate reports the implanted siphonguard device, used with a hakim programmable valve, did not control the patient's intracranial pressure as expected. The device was explanted and replaced. Note: see mfg medwatch report #1226348-2005-00206 for the hakim valve.